Event description:
Three fractured vertebrae [fractured vertebra]. Unable to walk [unable to walk]. Case narrative: initial information received on 04-oct-2022 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: (B)(6). Study title: patient support program involving synvisc one. This case involves a 71-year-old female patient who experienced three fractured vertebrae and unable to walk with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate injection at the dose of 6 ml for once only (lot - 8rsl029a) for right knee osteoarthritis. On the unknown date, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient spent last summer in the hospital being that she had three fractured vertebrae (spinal fracture) (hospitalization) (medically significant). Patient said that she was unable to walk and had to relearn to walk again (gait inability) (disability). She was still not walking like she should and was not able to receive injections in her knees as of yet. Corrective treatment: not reported. It was not reported if the patient received a corrective treatment for the events (three fractured vertebrae, unable to walk). Outcome: unknown for both the events. Reporter causality: unassessable for both the events. Company causality: not reportable for both the events.

Event description:
Three fractured vertebrae [fractured vertebra]. Unable to walk/still not walking like she should [unable to walk]. Case narrative: initial information received on 04-oct-2022 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves a 71-year-old female patient who experienced three fractured vertebrae and unable to walk/still not walking like she should, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical treatment(s), vaccination(s) and family history were not provided. It was unknown if the patient had any medical history, concomitant disease or risk factor. On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate injection in right knee at the dose of 6 ml for once only (lot - 8rsl029a; expiry date: 31-mar-2021) (strength 48 mg/6ml) for osteoarthritis (route: unknown). On the unknown date, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient spent last summer in the hospital being that she had three fractured vertebrae (spinal fracture) (hospitalization) (medically significant). Patient said that she was unable to walk and had to relearn to walk again (gait inability) (disability). She was still not walking like she should and was not able to receive injections in her knees as of yet. Patient said that the injection did help. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: not applicable for both events. Corrective treatment: not reported for both events. Outcome: unknown for spinal fracture; not recovered/not resolved for gait inability a product technical complaint (ptc) was initiated on 04-oct-2022 for synvisc-one (batch number: 8rsl029a) with global ptc number: (B)(4). The production and quality control documentation for lot #8rsl029a expiration date (2021-03) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot #8rsl029a no CAPA (corrective and preventive action) was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 1 nov 2022 there were 17 complaints on file for lot# 8rsl029 and all related sub-lots. 14 complaints were on file for lot# 8rsl029a: (1) broken syringe tip and (13) adverse event reports. 1 complaint is on file for lot# 8rsl029c: (1) leakage/llh. 2 complaints were on file for lot# 8rsl029: (2) adverse event reports. Sanofi would continue to monitor complaints and trending to determine if a CAPA was required. The final investigation was completed on 15-nov-2022 with summarized conclusion as no assessment possible. Reporter causality: unassessable for both the events. Company causality: not reportable for both the events. Additional information received on 15-nov-2022 from other healthcare professional via quality department. Suspect product strength and expiry date added. Ptc results received and added. Text amended accordingly.